Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had experience to hyperglycemia. Customer's blood glucose level was 259 mg/dl, over 400 mg/dl. When treated with insulin injection blood glucose level was 350 mg/dl and down to 220 mg/dl. Customer treated with insulin pump, insulin injection and food. The insulin pump will not be returned for analysis.